Manufacturer narrative:
(B)(4). Investigation: bd had not received samples, but 3 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported during use the bd vacutainer® blood collection tube buffered sodium citrate had under-fill or low draw of a tube with blood.this event occurred 2 times. The following information was provided by the initial reporter: the customer stated ¿during use, the customer found 2 tubes have low draw issue.¿